Event description:
A systems operator reported a custom patient with a 'poor clinical outcome' following lasik surgery. At four months post-op, this patient exhibited an increase in manifest refraction spherical equivalent (mrse) of 1.37 diopters in the left eye.

Manufacturer narrative:
A surgery database performance verifications was conducted on this system and determined the laser performance factors analyzed were operating within specification. Assessment: the conclusion of the device investigation indicates the system performed within specifications during this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. The treatment for this patient is considered off-label due to the pre-operative dry eye that was unresponsive to treatments. Post-operatively, the patient was noted for continuing dry eye complaints. Dry eyes may cause temporary and unpredictable changes in the cornea that may interfere with the ability to properly measure the visual acuity and thereby contribute to the noted variable ucva & bcva. The post-operative manifest refraction (mr) showed minimal fluctuations and the final ucva was inconsistent with the mr. No post-operative cycloplegic refraction was documented to eliminate any accommodative response from the patient that may have contributed to the over correction. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported 'poor clinical outcome.' However, the non-product related factors mentioned above may have been contributors.